Event description:
It was reported that the ICU patient with upper extremity vessel : catheter ratio >45% underwent catheter placement in the right lower extremity. During placement, after the puncture was done successfully with introducer needle, the guide wire was inserted. It was found that the tip of the grey sheath of mst was defective partially, which affected the insertion of the sheath. Another kit of catheter was unpacked and placed successfully.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the ICU patient with upper extremity vessel : catheter ratio >45% underwent catheter placement in the right lower extremity. During placement, after the puncture was done successfully with introducer needle, the guide wire was inserted. It was found that the tip of the grey sheath of mst was defective partially, which affected the insertion of the sheath. Another kit of catheter was unpacked and placed successfully.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the root cause could not be determined. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal portion of the microintroducer was damaged and plastically deformed. This complaint will be recorded for future trending and monitoring purposes.